Event description:
Patient was being warmed in cardiac catheterization setting. During the case, low cardiac output was noted. After resuscitation, burns to both legs were noted, left worse than right.